Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer cannot program more than 20 carbs in her bolus wizard. Customer stated that she was in the hospital for pneumonia. The hospital staff had to remove her pump and her blood glucose level rose to 526 or 536 mg/dl. Customer's blood glucose level is now 356 mg/dl. Customer stated that the parameters were not entered correctly. Customer was assisted in fixing the carb unit measurement programming in her pump from exchanges to grams. Customer refused troubleshooting for high blood glucose levels. Customer stated that her dual square bolus appeared on the pump. Customer stated that she never used the dual wave feature. Customer was assisted with turning off the dual wave feature. Customer stated that she did not receive any alerts on her pump since (B)(6) 2015. No further assistance needed.